Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of medication required. Literature source: fulla j, larenas f, saldivia d, et al. Automated intrarenal pressure control in flexible ureteroscopy using an integrated ureteroscope pressure measurement and fluid management system: first-in-human use. Clinical study. World j urol. Dec 15 2025;44(1):45. Doi:10.1007/s00345-025-06127-w

Event description:
It was reported to boston scientific that a 2026 first-in-human prospective observational study evaluated the safety and performance of the asurys fluid management system integrated with the lithovue elite single-use flexible ureteroscope in 14 patients undergoing flexible ureteroscopy for treatment of renal or ureteral stones. The procedures were conducted between (B)(6) and (B)(6) 2025 at two centers in santiago, chile. The lithovue elite ureteroscope, integrated with the asurys fluid management system and stonesmart connect console, was used to enable real-time intrarenal pressure monitoring and automated irrigation control. Additional devices used during the procedures included non-bsc accessories such as ureteral access sheaths, suction-enabled access sheaths, hydrophilic guidewires, holmium:yag laser systems, and ureteral stents. Clinical outcomes demonstrated that mean intrarenal pressure was maintained within recommended safety thresholds, with only transient elevations observed in a subset of patients without associated clinical sequelae. Two adverse events were reported: one patient (7%) developed a postoperative urinary tract infection requiring antibiotic treatment, and one patient (7%) reported mild postoperative pain, which was managed conservatively. No cases of sepsis, systemic inflammatory response syndrome, ureteral injury, significant bleeding, or renal impairment were reported. No device malfunctions, failures, or performance deficiencies were identified for the lithovue elite ureteroscope, asurys system, or associated boston scientific devices. The reported adverse events are consistent with known risks of ureteroscopy procedures and were not attributed to device performance. The author concluded that automated intrarenal pressure control using the asurys system is safe and effective, with outcomes consistent with the expected safety and performance profile of boston scientific devices.